Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (30 mg/ml at 3 mg/day) via an implantable infusion pump. It was reported that the patient's pump was flipping and turning on its side. It was noted that the patient had falls that could have contributed to the issue. The pump pocket was revised so that it would lie flat and be accessible to refill. No symptoms were reported. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.